Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and also reported a difference in sensor glucose and blood glucose readings. The customer reported blood glucose was 535 mg/dl and sensor glucose value were 323 mg/dl at the time of incident. The customer reported hyperglycemia treated with pump. The event involved product(s) mmt-7040b, mmt-332a, mmt-242a and mmt-1884. . Troubleshooting was not performed for high blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of reported event and was using the auto mode/smart guard feature at the time of the event. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040b. No product return is required for mmt-1884.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the discrepancy between sensor glucose and blood glucose. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference in sensor glucose and blood glucose readings. The customer blood glucose was 535 mg/dl and sensor glucose value were 323 mg/dl at the time of incident. The event involved product(s) mmt-7040b. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No harm requiring medical intervention was reported. Product return for mmt-7040b is not expected.